Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned r3 offset impactor confirms the threads on the device are damaged causing the stated failure. The device shows signs of significant wear/use. The device was manufactured in 2018. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during surgery there were problems with cup staying on the thread. Surgeon tried multiple times and it kept coming loose from the impactor. Eventually he got it secure with the same impactor but it is not functioning like the other ones. A delay was reported less than or equal to 30 minutes. No harm to the patient.